Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) at the user facility reported an issue that occurred with the ultrafiltration (uf) pump alarms while a patient underwent their hemodialysis (hd) treatment. The biomed indicated that the 2008t hd machine had no visual alarm or audible alarm when the uf pump stopped 15 minutes before the completion of the patient treatment. The patient was able to complete the hd therapy on this machine without issue. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The machine was removed from service following the event for further evaluation by the on-site biomed. The biomed installed the most current version of the functional board software which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed installed the current version of the functional board software which resolved the issue. Following the software installation, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.